Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a glucose level of 396 mg/dl but noted it had decreased by 40¿50 mg/dl within the previous 10 minutes. The user later returned to target range at 2:59 pm on the same day.